Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown multiloc humeral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) surgery for the humeral neck fracture on (B)(6) 2018, an unknown drill bit has interfered with an unknown multiloc humeral nail. Initially, there was no problem detected when the surgeon checked the nail after its insertion. After the first unknown distal locking screw was inserted, the surgeon drilled for the second unknown distal screw using first with an unknown 2.4mm kirschner wire (k-wire) and then with an unknown 3.0mm k-wire. Then, when the surgeon drilled using the drill bit, the drill bit interfered with the nail. The surgery was completed successfully although it was not reported how the surgery was finished. There was a surgical delay of less than 30 minutes reported. There was no adverse consequence to the patient. Concomitant devices reported: unknown k-wire 2.4mm (part # unknown, lot # unknown, quantity 1), unknown k-wire 3.0mm (part # unknown, lot # unknown, quantity 1) and unknown drill (part# unknown, lot# unknown, quantity 1), protection sleeve (part # 03.010.063, lot # : 8326169, quantity 1), protection sleeve (part # 03.010.063, lot # 8837522, quantity 1), drill sleeve (part # 03.010.064, lot # 8368829, quantity 1), drill sleeve (part # 03.010.064, lot # 8757765 quantity 1), trocar (part # 03.010.069, lot # 8290579 quantity 1 ), trocar (part # 03.010.069, lot # 8582518 quantity 1 ), insertion handle for multiloc (part # 03.019.006, lot # 9073129, quantity 1), aiming arm (part # 03.019.008, lot # 8346824, quantity 1). This report is for one (1) unknown multiloc humeral nail. This is report 2 of 3 for complaint (B)(4).